Manufacturer narrative:
The pt identifier, age, weight, and gender were not available. Reference manufacturers report(s): 3006524618-2012-00631, 00632, 00633, 00634.

Event description:
It was reported that during a shoulder stabilization the speedstitch suture cartridge would not lock into speedstitch suture device. Consequently, the cartridge fell into the surgical site, the end of the cartridge protruded outside the cannula and the physician was able to remove the cartridge without injury to the pt. This happened with a total of three speedstitch suture cartridges (same lots). The procedure was ultimately completed with a speedstitch suture cartridge from a different lot. No pt complications were reported as a result of this event.